Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support through a pump reset, and subsequently, the error code did not display again, allowing the customer to successfully start their sensor session.